Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." And number 14, "postoperative bone fracture and pain" this report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-01915 / 01917). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012 . Medical records provided indicate revision was due to dislocation, fluid, pain, grinding noise and soft tissue reaction. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.